Event description:
It was reported that the ilet did not charge when placed on the supplied charging pad, while the ilet charged on an off-brand charging pad available at home. Symptoms included no clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Customer care performed investigative communication and basic troubleshooting guidance. Investigation of this case revealed a suspected malfunction of the charging pad consistent with a failure to deliver charge, with the ilet device itself functioning when using an alternate charger. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging pad.